Event description:
Report received from the USA stating that the device was overheating. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported heat was confirmed. The attachment was tested and found to exceed temperature specifications. It was concluded that the heat was caused by worn/damaged bearings. The device was disassembled, and dried biological debris was observed coating the bearings of the attachments. It is likely the friction created by the presence of the debris contributed to the reported heat. This condition is indicative of improper or ineffective cleaning and maintenance of the devices. If additional information is received, a supplemental report will be sent. (B)(4).